Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. Therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no patient contact.

Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. Although the device passed the drop test, the top slide self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was missing and the right bumper was bent by the stylet spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation. The missing bumper likely contributed to the identified bent bumper, identified incomplete cannula tang engagement and identified self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 06/2021).